Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully with no adverse consequences or medical intervention. No information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention. No information was available regarding surgical delay.